Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Reprogramming options were discussed. No adverse patient effects were reported. This lead remains in service.